Manufacturer narrative:
It is not known what role, if any, the use of lava ultimate as restorative material played in the outcome noted in this case. The prior tooth history of fracture may have been a contributor to the subsequent need for endodontic treatment.

Event description:
On (B)(6) 2016, a dental professional reported to 3m the case of a patient who required endodontic treatment on tooth #19. This tooth had received a lava ultimate cad/cam restorative for e4d restoration on (B)(6) 2015; previously, on (B)(6) 2014, fracture lines had been noted on this tooth and treatment with a crown was recommended. On (B)(6) 2016, the patient presented with pain and on (B)(6) 2016, endodontic treatment was performed through the crown. The patient was not happy with the access created through the crown for the endodontic treatment and on (B)(6) 2016, the lava ultimate crown was replaced with another non-3m crown material.